Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-04213. It was reported that the patient's permanent implant procedure was abandoned due to stimulation not being achieved in the target areas as a result of high impedance on contacts.